Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a cholecystectomy the clip was not loaded and it was dropped into the abdominal cavity at the 4th firing. Another device was used to complete the case. There were no adverse consequences to the patient.